Manufacturer narrative:
Investigation: a disposable history search confirmed there were no similar occurrences reported on this lot worldwide. DHR: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated to address pinch clamp no occluding the sample bag line consistently.

Event description:
The customer reported that the operator found the sample bag inflated during tubing set test. The operator removed the air and retried the test, but nothing improved. End run was the only option. There was not a donor connected at the time of the incident, therefore no patient (donor) information is reasonably known. The disposable set is not available for return because it was discarded by the customer.